Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A raider gw was one of the study devices used in the case. A manufacturing record review was completed by supplier and no related non-conformances were found. Account stated that the new onset of a-fib is probably attributed to the volume overload and myocardial manipulation performed during the index procedure. The symptom is a heart rhythm related issue and not directly related to the use of raider. Based on limited procedural information, it is unknown if raider contributed to adverse event. Patient was treated with sync-cardioversion and medical management with amiodarone load. This event was resolved with no sequelae. Based on the information, the most likely root cause is undeterminable

Manufacturer narrative:
Manufacturing records will be reviewed. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during the study 30-day conducted on (B)(6) 2021 it was reported that 3 days post-procedure the patient suffered new onset of a-fib with rates to 120 bpm and frequent pvcs. This new onset of a-fib is probably attributed to the volume overload and myocardial manipulation performed during the index procedure performed on (B)(6) 2021 of a cto pci of the proximal rca in which a turnpike (study device), trapliner (study device), spectre guidewire (study device) and raider guidewire (study device) were used. Patient was treated with sync-cardioversion and medical management with amiodarone load. This event was resolved with no sequelae. Mdrs associated to: MDR 2134812-2021-00018 spectre gw, MDR 2134812-2021-00019 trapliner, MDR 2134812-2021-00020 turnpike lp.